Event description:
It was reported that patient experience discomfort at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2020 where in the ipg pocket site was revised and moved down, resolving the issue.